Event description:
Intraoperatively, paravalvular leak was identified along the aorta and anteriorly to the septum. The paravalvular leak was repaired with pledgetted sutures. A 32mm carpentier-edwards annuloplasty ring was then implanted into the tricuspid position. The patient was weaned off bypass and transesophageal echocardiography revealed a new severe paravalvular leak posteriorly. The mitral valve was explanted and replaced with a 31ms-601. A pericardial "skirt" was also placed to prevent future leakage around the mitral valve. Intraoperative echo showed good valve function with no paravalvular leak. A coronary bypass procedure was also performed. The aortic valve (23a-101) looked "fine".